Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of "vial adapter potential spike short-short - syringe-vial and adaptor system pressure irregularity" could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 24045352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd smartsite 13mm vial access device was broke. The following information was received by the initial reporter with the following verbatim. It was reported by customer that vial adapter potential spike short-short - syringe-vial and adaptor system pressure irregularity.

Manufacturer narrative:
One sample was received for quality investigation. No visible damages or abnormalities were observed. The vial adapter was attached to a sample bd needless syringe filled with water. A fluid push was conducted to determine if there was any leakage at the connection or fluid blockage / occlusion in the vial adapter. There were no issues found with the vial access device. The customer complaint of flow issues - fluid blockage was not verified. The investigation has been forwarded to the manufacturer for further evaluation. After the investigation, the a root cause could not be determined because the failure could not be replicated. No corrective and preventive actions were taken since the failure mode was not replicated and the root cause could not be determined. However, a corrective and preventative action plan was opened due to an increase of customer complaints reported for flow issues on the 2203e product.

Event description:
No additional information provided.